Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.

Event description:
It was reported that the device was attempted to implant and there was noise noted. The device was removed and another was implanted. No patient complications have been reported as a result of this event.